Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw their healthcare provider the week prior, they checked their device, and it had not been working. The caller was calling to find out when a representative was going to meet them at their healthcare provider¿s office. The caller stated it was not working at all, the programmer would turn on but the ¿programmer was not doing the job.¿ the caller stated it was supposed to keep them from having incontinence. When asked if they had tried adjusting stimulation the caller stated they had tried everything. The caller was redirected to their healthcare provider to discuss their therapy. No further complications were reported.